Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the ventilator alarmed and displayed codes that indicated an spi bus failure. The customer reported the device was in use, but there was no patient harm reported